Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Other cables at wrist were undamaged. An additional observation not reported by site was that the instrument's pitch cable was derailed. One grip cable on one side of distal clevis was derailed from distal idler pulley. The yaw motion was non-intuitive as a result. Other cables at wrist were undamaged. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the mega suturecut needle driver instrument cable was frayed. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.